Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. MDR# 1218950-2017-08145 was submitted for the death.

Event description:
It was reported to philips that the "second mrx did not shock patient". It was reported that the patient involved was in cardiac arrest with ventricular fibrillation and ventricular tachycardia. When this first mrx failed to deliver a shock, the users obtained a second mrx from aurora fire and rescue and tried to shock the patient using this second mrx but it would not shock either. The patient expired.